Event description:
It was reported that the procedure was to treat a dissection in the right coronary artery with heavy tortuosity and 99% stenosis. The 2.8x19 mm and 2.8x16 mm graftmaster covered stents could not cross to treat the dissection due to the tight lesion. Another unspecified stent was used to treat the dissection. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier- indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.

Event description:
Subsequent to the initially filed reports, it was reported that the 2.8x16 mm graftmaster was retrieved via snare. No additional information was provided.

Event description:
It was reported that the procedure was to treat a dissection with mild bleeding in the right coronary artery with heavy tortuosity and 99% stenosis. The 2.8x19 mm and 2.8x16 mm graftmaster covered stents could not cross to treat the dissection due to the tight lesion. Another unspecified stent was used to treat the dissection. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that the 2.8x16 mm graftmaster had resistance with the lesion during removal and the stent dislodged but remained on the delivery system. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. It was reported that the procedure was to treat a dissection. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported failure to advance could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the heavily tortuous, 99% stenosed lesion during advancement, resulting in the reported failure to advance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.